Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable (B)(6) result for one patient sample from cobas e601 serial number (B)(4). The results for the patient were: (B)(6). Further investigation revealed that the patient has an (B)(6) mutation. The sample was tested for (B)(6) on abbott architect and centaur analyzers and the results were (B)(6). The results were reported outside the laboratory. The therapy was changed for the patient by adding baraclude (entecavir). The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and a specific root cause could not be identified. The hbsag result below the detection level was probably due to the therapy received by the patient. Based on the available data, it was most likely that the mutations did not cause the negative hbsag result. There was no indication that the reagent did not perform to specification.